Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the extension arm of the medical light has become loosened from the ceiling supply unit to which it is attached and has fallen to the floor. No harm to a patient, user or third party occurred.

Manufacturer narrative:
The photos and information provided form the basis of the investigation. Based on this, an assembly error was found to be the cause of the reported event. The photos show that the required drill holes for the positive connection had not been made. The luminaire system was therefore, contrary to the installation instructions (polaris 50 to ceiling supply unit), fastened exclusively via a friction-locked connection. It could not be conclusively clarified by whom the faulty installation had been carried out. The installation instructions specify in detail how the system is to be properly installed. If essential process steps are not or only inadequately carried out, parts or assemblies may not be adequately fastened and mechanical safety is no longer guaranteed. Incorrect mounting with regard to the threaded pins to be used can be recognized by the respective installer if the threaded pins protrude by approx. 4 mm from the luminaire holder after being screwed in. This shows that the holes in the luminaire holder and the ceiling tube are not congruent and that there must be an incorrect selection of standard parts. The system was repaired by the dräger service. This was the only polaris 50 that was installed in this faulty manner. In this case, no harm to a patient, user or third party occurred. No systematic design or manufacturing defect could be identified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the extension arm of the medical light has become loosened from the ceiling supply unit to which it is attached and has fallen to the floor. No harm to a patient, user or third party occurred.